Manufacturer narrative:
(B)(6). A product investigation was completed: our investigation shows, that only two screws were sent back for investigation. One screw was found broken at the tip. Furthermore we found that both screw recesses were slightly worn out. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. We are not able to determine the exact cause of this occurrence as no detailed clinical information is available. The involved screws were damaged during insertion by applying a high torsional load. A reason for the failure for the matrix neuro screw could be the contact to another metallic device, e.g. Another implant or the insertion of the screw in an exceptionally hard bone without pre-drilling. A pre-drilling might be helpful in special cases, to provide an easier implantation of small screws. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the two tips of the screws were broken during the surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: the ti matrixneuro screw self-drilling 4mm (p/n: 04.503.104.04s) is provided containing a total of four (4) screws. Reportedly, two (2) intact screws from this multi-pack were received (as reported in previous medwatch), the other two (2) broken screws, have yet to be received and it is unknown if they will be returned.

Manufacturer narrative:
Lot number was identified upon receipt of subject device and added. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 18.feb.2015 expiry date: 01.feb.2025, 04.503.104.04s lot. 9369359, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the surgeon was not able to insert the reported three screws to the target region during a surgery. Breakage was found on tip of two screws of the three. No surgical delay was reported. No adverse consequences were reported. This is report 1 of 2 for com-(B)(4).